Manufacturer narrative:
H10: the actual sample was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the provided photographic samples the deaeration chamber is taped to the machine and that the drain bag was leaking. The reported condition was verified. The lines of the set including spikes are provided by one of our internal suppliers. The manufacturing plant has several control measures in place to help identify failure modes of this nature. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leakage was observed from the drainage port of the effluent bag of a prismaflex m100 set during continuous renal replacement therapy. The staff attempted to tape the bag to seal the leakage; however, a new set was eventually required. There was no report of patient injury or medical intervention associated with this event. No additional information is available.